Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 15 mm x 2.50 mm nc quantum apex(tm) balloon catheter was advanced for dilatation. However, upon the first inflation, the balloon ruptured at nominal pressure. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. Microscopic investigation of the balloon material revealed a longitudinal tear 5mm long. There was numerous kinks in the hypotube. Product specification was reviewed and the reported information indicates the device was inflated to 12atm; therefore, there is no indication the device was inflated over the rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, upon the first inflation, the balloon ruptured at nominal pressure. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.